Event description:
Customer/client informed sales rep of liquid "strike-through" on barrier gown used in o.r. Procedure. Rep immediately notified mfg co., who agreed to have actual gown independently tested. (Gown had been in use an undertermined period. No report provided or detailed. All stock was placed on hold until further evaluation. All product was eventually returned to the co for inspection and sorting. Internal testing confirmed all stock product is meeting specification. Three separate `3rd party' research, conclude that the product had undergone changes while in use thus affecting the barrier properties and guaranteed performance.